Manufacturer narrative:
Evaluation summary: the system was examined and the reported issue with the touchscreen was not replicated. The reported issue with the lamp was confirmed and the lamp was replaced to address the issue. The system was tested and found to meet product specifications. The system met specifications at the time of release. The root cause of the reported event can be attributed to the lamp which exceeded its expected life. However, no problem was found with the lamp as it functioned to its expected rated life. The touchscreen was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively.

Manufacturer narrative:
A service visit was performed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information was requested and received. No additional information is expected. (B)(4).

Event description:
A customer reported that there was poor or none illumination and defective touchscreen. The lamp of the tabletop illuminator had exceeded 400 hours of usage. The exhausted lamp was substituted and the system message was reset. The event occurred before surgery so there was no patient involvement. Additional information was requested and received. No additional information is expected.